Event description:
Customer reported that the device delaminated during use. Delamination occurred around the outer edge, less than 1/2 inch. Device was tacked in place. No patient consequence was reported.

Manufacturer narrative:
H6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.